Event description:
During the implantation of a trial system (B)(6) 2011, the lead did not stimulate at all. A new lead was tried and it worked as intended. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.